Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and failure analysis found that the customer reported compliant could not be replicated. Additional observation not reported by site: the instrument was found to have charring and localized melting at the grip base between the grips. The instrument did not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint was not confirmed by failure analysis. The probable root cause of the customer reported complaint cannot be determined, since the issue was not confirmed. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps (mbf) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, about an hour and a half after the console started, smoke came out from the maryland bipolar forceps (mbf) instrument, but cauterization was no longer possible. I tried to scrape off the burnt tip with a brush several times, but there was no improvement. Since cauterization was not possible, I changed to a new lance. It worked without any problems. The procedure was completing as planned with no reported injury.